Event description:
On (B) (6) 2010, the lay-user/patient contacted lifescan (lfs) alleging that the onetouch ultramini meter is giving inaccurate high readings. On (B) (6) 2010, this medical surveillance specialist contacted the patient to clarify information obtained during the initial phone call. The patient tests his blood glucose 3 times per day and manages his diabetes with oral medication. Between (B) (6) 2010 and (B) (6) 2010, the patient reportedly obtained a blood glucose reading of "200 mg/dl" at 1 pm, which was inaccuratey high. At the time of concern, the patient was feeling dizzy and shaky. Despite the elevated reading of "200 mg/dl" he obtained, the patient ate some bread with butter. Twenty minutes later, the patient reportedly lost consciousness. His wife tested the patient at "30 mg/dl" on another device and called the paramedics. Upon arrival, the patient was treated with glucose gel. The patient was not taken to the hospital for any further treatment on the day of concern. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <=30% and/or <=30 mg/dl. During troubleshooting, the customer care advocate noted that the testing technique was correct, and the results were taken on an approve sample site. This complaint is being reported because the patient claimed he lost consciousness and received medical intervention suggestive for hypoglycemia 20 minutes after he obtained an inaccurate high reading on the lfs meter. Replacement products were sent to the patient.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.